Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a drop in remaining longevity from 13 years to 7.5 years between the patient's in-clinic follow up visits approximately 6 months apart. No changes were made to the implanted system and the physician elected to review the patient again in 3 months time. It was also noted that the histograms showed atrial fibrillation (af) though no episodes were stored to the device. As a save to disk was not provided for technical analysis, the cause or appropriateness of the decreased longevity remains unknown. No adverse patient effects were reported. This device remains in service.